Manufacturer narrative:
The failure investigation has been completed and the alleged issue of data alert was verified, however the issue of altitude alarm could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer will continue to use the current pump. It was also reported that the pump indicated a data log corruption. Customer's blood glucose level was 118 mg/dl. Reportedly, customer continued using pump for insulin therapy.